Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary stent was to be used in the common bile duct during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was tortuous. According to the complainant, during the procedure, the physician had deployed the stent half-way and then attempted to reconstrain the stent to reposition it. However, the stent was unable to be reconstrained. The physician then attempted to continue deployment but the handle did not move and the stent failed to fully deploy. The partially deployed stent was removed from the patient and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: a partially deployed wallflex biliary stent and delivery system was received for analysis. Visual analysis of the device found that the blue outer sheath was kinked and the inner shaft was also kinked at multiple places. However, during a functional evaluation, it was possible to reconstrain and fully deploy the stent. No other issues were identified during the product analysis. The investigation noted that the damages observed are consistent with the application of excessive force to the delivery system. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation on september 14, 2016 that a wallflex biliary stent was to be used in the common bile duct during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was tortuous. According to the complainant, during the procedure, the physician had deployed the stent half-way and then attempted to reconstrain the stent to reposition it. However, the stent was unable to be reconstrained. The physician then attempted to continue deployment but the handle did not move and the stent failed to fully deploy. The partially deployed stent was removed from the patient and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.